Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that valves four and five of the cardioplegia line were making buzzing noises intermittently. The surgical procedure was completed successfully and there were no delays or adverse consequences to the pt.